Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Ascending colon cancer. What color cartridge was used? (Normally blue comes with our tlc gun) blue. Were any other staplers used in the surgical procedure? No. What type of anastomosis (functional end to end or side to side)? Functional end to end can the surgeon confirm that the leak was at the transection of the traverse colon and not at the anastomosis? It was at the transverse staple line where the colon and terminal ileum were transected. Were there any issues with staple formation? If so, please describe. No. Were there any vascularity or ischemic issues noted during reoperation? No. How was the issue addressed? Return to theatre for laparotomy and redo anastomoses with alternate stapler. What is the current patient status? Recovered, out of hospital.

Event description:
It was reported that three day¿s post-op a right hemicolectomy procedure, the patient was brought back to the theatre due to a failure of the transverse staple line causing a leak. One device and one reload were disposed of.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Additional information: a rapid response team (rrt) call with ethicon medical and engineering has been offered to the surgeon. If an rrt call is scheduled and new information is obtained, a supplemental medwatch will be sent.